Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: "material #: 363080. Lot/batch #: 3048740. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes there is underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "according to the customer's report, the amount of collected blood is lower than with tubes in the previous lot."